Event description:
Olympus received literature titled, "cholangioscopy in elderly is safe and feasible." The purpose of the retrospective study was to evaluate the safety and feasibility of ercp in elderly patients at three tertiary referral hospitals between march 2012 and october 2015 (specific dates varying by center). The cohort was divided into three groups: patients under 65 years old (group 1), patients aged 65 to 75 (group 2), and patients above 75 years old (group 3). It was reported that one patient in group 2 and one patient in group 3 experienced perforation. Additional information is unavailable at this time. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. Bernica, j., elhanafi, s., kalakota, n., jia, y., dodoo, c., dwivedi, a.,¿othman, m. (2018) cholangioscopy in elderly is safe and feasible. Clinical gastroenterology and hepatology, 16, 1293-1299. Https://doi.org/10.1016/j.cgh.2018.02.032